Event description:
A pump malfunction was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. The customer continued using the current pump and was prepared to switch to an alternate method if necessary. Tandem technical support decided to replace the pump, arranging for the new device with updated software.